Event description:
Consumer reported complaint for high blood glucose test results. The customer feels well and did not report any symptoms. Customer stated due to the meter results he had gone to his doctor's office on the day of the call. The customer called concerned with non-fasting test results from meter-to-meter comparison performed at the doctor's office of 227 mg/dl using the true metrix meter and 193 mg/dl using dr.'s device. Customer advised that he was not having any symptoms of high/low blood glucose when he went to his doctor's office but felt that the meter was not correct. Test strip lot number was not provided; customer advised that he used his last strip at the doctor's office and disposed of the vial. The customer's expected blood glucose test result range was not provided. Product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.